Event description:
New information provided: the scope did not malfunction in any of the cases. No other endo therapy devices were used.

Event description:
Correction to g3 of the initial medwatch. The aware date should be 13-may-2021.

Event description:
It is reported that a patient tested positive for the microorganism granulicatella adiacens after a procedure with an evis exera iii bronchovideoscope. The specimen was collected at the time of the procedure. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided. Patient #1 (B)(6) (positive culture),patient #2 (B)(6) (positive culture), patient #3 (B)(6) (no positive culture).